Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cer bioloxd option hd 28mm, catalog #: 650-1055, lot #: 694740, medical product: act artic e1 hip brg 28x54mm, catalog #: ep-200160, lot #: 479270. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00934-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to dislocation. In the above risk file, dislocation is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of this complaint is considered to be within the severity of the rmr. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had bilateral hip dislocations. One hip was a native hip and the other was a total hip. Subsequently, the patient was revised due to dislocations.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: act artic e1 hip brg 28x54mm, catalog #: ep-200160, lot #: 479270. Medical product: cer bioloxd option hd 28mm, catalog #: 650-1055, lot #: 694740. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00934. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had bilateral hip dislocations. One hip was a native hip and the other was a total hip. Subsequently, the patient was revised due to dislocations.